Manufacturer narrative:
This report is submitted on january 09, 2019.

Event description:
Per the clinic, patient experienced extrusion of the device subsequent to sustaining an infection at implant site that was treated with antibiotics. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.